Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was moved to a more comfortable location resolving the issue.